Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a surgery in an ophthalmic handpiece ultrasound oscillation failed during phacoemulsification failure. The surgery was completed replacing with alternate handpiece. There was no patient harm.

Manufacturer narrative:
The phacoemulsification handpiece under investigation was confirmed to have exhibited a failure mode related to a nonconforming crystal stack. This event type is consistent with a known issue previously investigated in response to an increased number of system messages and temperature high complaints received from phaco handpieces (hps) with specific manufactured dates. Manufacturing review confirms that this hp was manufactured in alignment with previously investigated handpieces. The root cause is attributed to piezoelectric crystals within the hp having a high dissipation factor, causing fusion and/or shorting. Additionally, excessive application of loctite during hp assembly was identified as a contributing factor. Additional investigation is not necessary for this complaint and will not be performed. The root cause of the reported event can be attributed to the fusing of the crystal stack causing an electrical short circuit between the high and low electrodes. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).